Event description:
Caller reported damage to the pump housing and usb port, which impacted the ability to charge the pump, though the pump had not shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and instructed the caller to put the pump into storage mode before returning it. Customer continued to use pump for insulin therapy.